Event description:
Caller reported a cgm error associated with their sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to reset the pump, which resolved the error, and successfully started their sensor session.